Manufacturer narrative:
(B)(4) . Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 322, which was not reproduced. The error code was caused by loose lower latch switch screws, allowing the switch to intermittently open while the pump is running if it moves far enough away from the latch hook. The upper latch switch was found to have a delay in opening when the door is opened. This would allow the switch to move causing the reported symptom. The failed upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device displayed system error 322. There was no pt involvement.